Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. It was reported that the pump was removed years ago due to malfunction. The drug information, event date, symptoms, and the circumstances that led to the pump malfunction were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.